Manufacturer narrative:
This is a supplemental report to provide additional information. It was additionally reported that the client was able to disinfect the scope. Therefore, the scope would not be send to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct microbiological testing result at the user facility, and provide additional information. Initial MDR stated that at the second time of microbiological testing at the user facility on june 23rd, 2021, escherichia coli (>100cfu) was found from suction channel. However, this was a result of another scope, not of the subject device. The subject device was not returned to omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; june 22nd, 2021: suction channel: acinetobacter iwoffii (32cfu). Endoscope channel: acinetobacter iwoffii (5cfu). Second time; june 23rd, 2021: suction channel: escherichia coli (>100cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.